Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with a percutaneous lead on (B)(6) 2009. It was reported that her lead was replaced on (B)(6) 2010 due to intermittent stimulation. A previous diagnostic test revealed invalid impedance readings for all but one lead contact. Effective stimulation was recaptured for the patient as a result of the procedure. Follow-up on the patient found no further issues reported.